Event description:
It was reported the patient was scrubbed in and ready for a lead revision due to a broken lead. The lead was not attached to extensions because it was fractured. The location of the lead issue was the distal end, at the insulation before electrode three. Most tail contacts were visualized as broken and proceeded to break off upon an attempt to introduce into the extension header block. During the revision the fractured lead was removed from spine and a new lead was placed. All parts of the lead were explanted. The patient was doing well and was receiving effective therapy and all impedances were normal. No patient symptoms reported. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3550-29, lot# n501593, implanted: (B)(6) 2015, product type: accessory; product ID 3 986a, lot# n142878, implanted: (B)(6) 2009, product type: lead; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).